Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including ipg on (B)(6) 2009. It was reported the patient was in the hospital for reasons unrelated to his scs system and the patient reported losing his programmer. Follow up with a new programmer and charger did not allow communication with the ipg. It was reported that surgical intervention would be needed; no date for surgery has been scheduled. No further complications have been reported.